Event description:
The physician claims that the graft was implanted for an abdominal aortic aneurysm procedure. When the air was removed from the graft, after anastomosing between the central and distal parts of the abdominal aorta, leakage (reported as hemorrhage, exact quantity of blood lost through the graft's bifurcations has not been reported to us) of blood was observed at a bifurcation of the graft. The physician placed a 4-0 suture at the leak-point. The procedure was completed with another similar graft. There were no patient complications. The patient's condition is reported as good.

Manufacturer narrative:
Since no report was returned, the complaint could not be confirmed or denied. Following investigation, our conclusion as to the most probable root cause is design-related. Based upon the physician's report, there is no substantial evidence that the device failed; the replacement appears to have been elective. The device history records were reviewed. All mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution-there are no similar incidents against this batch.